Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unk what caused the lens to tear. The injector that was used was a msi-pm and the cartridge that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.